Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and continues to beep. Customer attempted to fix issue by removing the battery then reinserting, and the alarm reoccurs. Customer's blood glucose was 173 mg/dl. Customer stated the insulin pump worked fine, she was changing it out and the buttons stopped responding, she wasn't sure if she was holding the buttons. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.